Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the person with diabetes (pwd) had an issue involving the cleo 90 infusion set. According to the pwd, awaken with a blood glucose level in the 250 mg per dl range and noticed that the insulin pump (not manufactured by ICU medical) had been delivering more insulin than typically requires to bring glucose down. The pwd reported smelling insulin and, upon removing the infusion site that had been inserted the previous night on lower abdomen, observed that the cannula was crimped or kinked. The pwd stated that the site did not appear wet, though acknowledged that the pwd was half asleep during removal and might not have noticed if it had been. The pwd successfully applied a new infusion site and resumed insulin delivery, which subsequently returned his glucose to normal range. There was no patient injury. Patient details were provided: the patient is 25-year-old, non-hispanic/latino white male born on (B)(6) 2000, weighs 203 lbs. The date of event was on 16-jan-2025.